Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Of note, multiple patients/manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. The baseline gender/age characteristics is male/61 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿a decision tree-based survival analysis of patients with a history of inappropriate implantable cardioverter-defibrillator therapy.¿ international heart journal. 2019; 60(2):318-326. Doi://10.1536/ihj.18-288. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding implantable cardioverter defibrillators (icds) and cardiac resyn chronization therapy devices. The article showed multiple patients received inappropriate therapy due to sinus tachycardia, atrial fibrillation (af), supra ventricular tachycardia (svt), abnormal sensing, or lead failure. Inappropriate therapy also occurred with anti-tachycardia pacing. There were multiple deaths which included non-cardiac and cardiac causes. Multiple manufacturers were noted in the article and a one to one correlation cannot be made without the unique serial numbers. The status/disposition of the products is not known. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.